Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: when the activation sound continued even after releasing the hand control button, did the device continue to activate? It was not reported whether the device continued to activate or not while the activation sound continued. Or, was only the activation sound heard and the device was not activating?

Manufacturer narrative:
(B)(4). Batch # n92d1u. The device was returned with no apparent damage. The device was connected to a test handpiece and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components and no anomalies were found that could have caused a continuous activation. It could not be determined what may have caused the reported incident of: ¿the activation sound continued even after releasing the hand control button.¿ the batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the activation sound continued even after releasing the hand control button. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.